Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset, and the malfunction alarms were cleared and insulin delivery was resumed successfully. Subsequently, the pump time was incorrect. During troubleshooting with tandem technical support, the customer corrected the time. There was no adverse impact to the customer¿s blood glucose level.